Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was non-compliant with medication and with driveline care. The patient now has unspecified severe issues with damage to the driveline for the second time. The patient was initially implanted july 2011 and required a pump exchange in october 2013 for this same type of event and is not considered a candidate for another pump exchange. It was reported that discontinuation of support due to the severe driveline damage and non-compliance was decided by a multidisciplinary team. An echocardiogram showed full ventricular unloading and her pump parameters were within normal limits at the time. The patient had been on an ungrounded cable for frequent alarms. On (B)(6) 2015 the patient¿s lvad support was discontinued by cutting the driveline at the skin line and tying off the outflow graft using a hemi-sternotomy approach. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 1 year and 3 months. Lvad support was discontinued. The pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation, as vad support was discontinued, and the pump remains inside of the patient. No functional device related issues were reported. Support discontinuation was decided by a multidisciplinary team. The patient was deemed a non-exchange candidate due to being non-compliant with percutaneous lead care and medication. The pump was mechanically still functioning at the time of discharge, and the patient's echo showed full ventricular unloading and her parameters were within limits. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.